Event description:
It was reported that the patient ams 700 lgx inflatable penile prosthesis (ipp) was not working and fluid leak was apparent because the reservoir was empty. The entire ipp system was removed and replaced with a new ams 700 cx. No further complications were reported in relation to this event.